Event description:
The customer reported that the device displayed a "speaker malfunction" inop and had no sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility. The repair technician evaluated the device and found that the device produced audible sound and there was no issue with the speaker identified during evaluation.